Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device in this report was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. Based upon the information from olympus europa k.g (oekg) this phenomenon could have been attributed to the physical or chemical stress applied to the distal end, since a gap in the adhesive, the adhesive discolored, and sign of physical damage were found on the device.

Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus and found that a gap of the parts of the distal end of the device. Other detailed information was not provided. There was no report of patient injury associated with the event.